Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pvi procedure, an air leak was observed followed by st elevation. Brockenbrough puncture was performed using the non-abbott device (flexcath cross by medtronic) and the sl0 was inserted into the right atrium. The dilator was removed when a large amount of air was aspirated from the side port indicating a defect in the valve. The sheath was replaced. Subsequently, st elevation was observed, suggesting a possible air embolism in the coronary artery. Medication was administered and a coronary angiogram was performed but no air was confirmed. The patient stabilized and the procedure was completed with no further issues.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.